Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of hearing with the device. There is no known trauma. Re-implantation is considered.

Event description:
The user reported a sudden loss in hearing benefit with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. As he-pressurization did not allow for a conclusive localization of a leakage, it can be assumed that the device has failed due to loss of hermeticity at the header assembly. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.